Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a novel cardiac system implant procedure. During the implant of the novel right ventricular (rv) lead, it was found that the lead was exhibiting noise and high, out of range pacing impedance. An alternate rv lead was implanted on (B)(6) 2020 to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.